Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the physician thought the helix screw was slightly exposed after extending and retracting it on the back table. It was thought that some gauze was stuck on the lead tip. The lead was not used and replaced. No patient complications have been reported as a result of this event.